Event description:
A physician handwrote on a returned company safety alert letter, "I have had the vns then change the settings I have just completed. I can not perform this step! I suspect there is more than 1 prob with the programming". Further communication attempts with the physician has been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.